Event description:
Arterial bloodline occluded in dialyzer holder. Per clinical services, "a new pt care tech was conducting the pt's treatment and at the initiation of treatment the technician forgot to flip the dialyzer. Fifteen minutes later the staff noticed and reminded the technician to flip the dialyzer. When the technician flipped the dialyzer, inadvertently the arterial blood line had become pinched between the dialyzer and the dialyzer holder. Fifteen minutes later the pt noticed that the returning blood was dicolored and pt notified staff. A sample of the pts blood was taken and the sample was pink. The pt shortly after developed chest pain and was admitted to the hospital. The pt rec'd dialysis in the hospital and was later discharged to home."